Manufacturer narrative:
The device was received for evaluation. During functional testing, the up soft key malfunctioning was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation determined the causality to be two center softkeys hard to operate. The keypad will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump up soft key malfunctioned. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.